Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2012. The settings were not corrected prior to the patient leaving the office on (B)(6) 2012. There is no additional programming history available that shows that the device settings have been corrected. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.